Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated occlusion balloon to 5.0mm to occlude the vessel. The physician performed intervention and deflatd the occlusion balloon. The physician re-inflated the occlusion balloon and while performing intervention the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case.